Manufacturer narrative:
On jan 8, 2026, additional information was received indicating the date of explantation is (B)(6) 2026. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured from both aspects. Additionally, it was received in two segments. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 10, 2026, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On feb 10, 2026, additional information was received indicating the patient also experienced bilateral device migration. The replacement devices were identified as mentor gel breast implants (serial numbers (B)(6) and (B)(6) ). This report is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with mentor memorygel xtra breast implants experienced rupture on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2026.